Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) and then three days later a power on reset (por) occurred. It was also noted that the battery voltage has dropped rather quickly in the last several weeks. The ICD remains in use. No patient complications have been reported as a result of this event.